Event description:
Alliance registry. It was reported that restenosis occurred. On (B)(6) 2023, the 75% stenosed lesion was located in a severely calcified proximal and distal right coronary artery (rca). The proximal rca lesion was treated with a 4.00 mm x 20.00 mm agent dcb and the distal lesion was treated similarly with a 4.00 mm x 20.00 mm agent dcb. On (B)(6) 2024, six month follow up, coronary angiogram (cag) was performed. The patient had no complaints of chest symptoms during regular hospital visits from the postoperative period until admission for cag. It revealed 50% stenosis in the proximal rca and 90% stenosis in the distal rca. Ad hoc percutaneous coronary intervention (pci) was performed with a rotablator device to revascularize the target lesions. However, discharge from the hospital was delayed due to the development of a hematoma at the puncture site after the procedure, requiring two units of blood transfusion.